Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that despite using multiple cables and wall adapters the pump did not charge. In addition, intermittent occlusion alarms occurred. Customer's blood glucose level was 316 mg/dl. Customer continued to use the pump for insulin therapy.